Event description:
A pt was implanted with two (2) prodisc-c implants at levels c5-c6 and c6-c7 approx nine (9) months ago. Post operatively the pt was still experiencing pain and was returned to the operating room on (B)(6) 2012 for removal of both implants with revision to acdf with plating at those levels. Reportedly the explanted devices appeared intact and showed no sign of unusual wear or dysfunction. This report is # 1 of 2 for the same event.

Manufacturer narrative:
A product development event evaluation was conducted. This was a 2 level case (c5-c7) which the prodisc-c device is not indicated for. This patient was originally implanted to treat two levels. So it can be concluded that the patient was suffering from complications involving at least two levels. The safety and effectiveness of this device has not been proven in a multi-level application. This is clearly stated in the technique guide under the indications for use. Furthermore, there is a statement in the precautions section that speaks to more than one level requiring treatment. This is a prodisc-c complaint in which the patient is experiencing pain post pdc implantation. It is unclear what is causing the patients pain. It could be due to an insufficient decompression during the initial implantation procedure. The pdc technique guide clearly states that performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. The source of the patients pain could also be stemming from a different location than the operated prodisc-c levels. Patient selection was a factor in this case because the patient required treatment of more than one disc level and the prodisc-c device is not indicated for such patients. A search on pub-med failed to uncover any specific reports of a prodisc-c being explanted due to the patient feeling pain post implantation. The design risk assessment was reviewed and found to adequately address the complaint event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment.